Manufacturer narrative:
(B)(4). Concomitant medical product: nexgen articular surface cr-flex catalog # 00595204010 lot # 63133798. Report source: (B)(6). Customer has indicated that the product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-01691.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to pain.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices or medical records were provided. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
No further event information available at the time of this report.